Manufacturer narrative:
Investigation summary: no samples or photos were received for evaluation therefore failure mode could not be verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8288922 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8288922 during this production run. Investigation conclusion: the UDI 2.0 barcode was implemented and it is likely that our customer was not ready to manage the change. Posiflush marketing was informed about this complaint. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe label contained a qr code instead of a regular barcode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe label contained a qr code instead of a regular barcode.